Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's right ventricular lead presented with a high capture threshold. The lead was capped and replaced to conserve battery on the new device in a procedure on (B)(6) 2021. The patient was stable post-procedure.